Event description:
Pump inserted in 1994. Pump has been refilled approx. Every 7 weeks. Pump became difficult to access over time. Pt's increased weight and abdominal tissue around the pump made it hard to have codman template kit identify the pump. The refill port was located by palpation, pump was accessed with solution returned. Pump refilled with morphine. Pt complained of tingling, and severe headache. B/p up, and became unresponsive. Pt was resuscitated.